Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pelvic pain'). In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included: menorrhagia, dysmenorrhea, anemia, adenomyosis and sterilization. Plaintiff never experienced severe pain and discomfort, including heavy menstrual bleeding, abdominal pain, chronic pelvic pain, chronic back pain, anxiety, and excessive migraine headaches prior to undergoing the essure procedure. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/severe pain"), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), anxiety ("anxiety"), migraine ("excessive migraine headaches") and menorrhagia ("heavy menstrual bleeding"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent surgery to remove her essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, pelvic discomfort, back pain, anxiety, migraine and menorrhagia outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, menorrhagia, migraine, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: discrepancy noted, in date of insertion: (B)(6) 2012 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date, results: coils were properly placed. Quality safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm, any quality defect or device malfunction at this time. Although, we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported, which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed, but is considered plausible. A relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2021, medical record received: medical history, reporter information, rcc were added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, dysmenorrhea, anemia, adenomyosis and sterilization. Plaintiff never experienced severe pain and discomfort, including heavy menstrual bleeding, abdominal pain, chronic pelvic pain, chronic back pain, anxiety, and excessive migraine headaches prior to undergoing the essure procedure. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/severe pain"), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), anxiety ("anxiety"), migraine ("excessive migraine headaches") and menorrhagia ("heavy menstrual bleeding"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent surgery to remove her essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, pelvic discomfort, back pain, anxiety, migraine and menorrhagia outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, menorrhagia, migraine, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012.(as per mr) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received: medical history, reporter information, rcc were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, dysmenorrhea, anemia, adenomyosis and sterilization. Plaintiff never experienced severe pain and discomfort, including heavy menstrual bleeding, abdominal pain, chronic pelvic pain, chronic back pain, anxiety, and excessive migraine headaches prior to undergoing the essure procedure. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/severe pain"), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), anxiety ("anxiety"), migraine ("excessive migraine headaches") and menorrhagia ("heavy menstrual bleeding"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent surgery to remove her essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, pelvic discomfort, back pain, anxiety, migraine and menorrhagia outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, menorrhagia, migraine, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012.(as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-mar-2021: medical record received: medical history, reporter information, rcc were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, dysmenorrhea, anemia, adenomyosis and sterilization. Plaintiff never experienced severe pain and discomfort, including heavy menstrual bleeding, abdominal pain, chronic pelvic pain, chronic back pain, anxiety, and excessive migraine headaches prior to undergoing the essure procedure. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/severe pain"), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), anxiety ("anxiety"), migraine ("excessive migraine headaches") and heavy menstrual bleeding ("heavy menstrual bleeding"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent surgery to remove her essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, pelvic discomfort, back pain, anxiety, migraine and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, heavy menstrual bleeding, migraine, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012.(as per mr) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced severe pain and discomfort, including heavy menstrual bleeding, abdominal pain, chronic pelvic pain, chronic back pain, anxiety, and excessive migraine headaches prior to undergoing the essure procedure. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/severe pain"), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), anxiety ("anxiety"), migraine ("excessive migraine headaches") and menorrhagia ("heavy menstrual bleeding"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent surgery to remove her essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, pelvic discomfort, back pain, anxiety, migraine and menorrhagia outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, menorrhagia, migraine, pelvic discomfort and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and from the same year on she presented pelvic pain ("chronic pelvic pain") amongst additional non-serious events. The consumer underwent surgery to remove her essure coils four years after essure placement. Pelvic pain is serious due to its medical significance and it is anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this present case, the event started shortly after insertion. Given event's nature, the close temporal relationship and absence of alternative explanation causality of essure cannot be excluded. This case was regarded as incident, since surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced severe pain and discomfort, including heavy menstrual bleeding, abdominal pain, chronic pelvic pain, chronic back pain, anxiety, and excessive migraine headaches prior to undergoing the essure procedure. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/severe pain"), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), anxiety ("anxiety"), migraine ("excessive migraine headaches") and menorrhagia ("heavy menstrual bleeding"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent surgery to remove her essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, pelvic discomfort, back pain, anxiety, migraine and menorrhagia outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, menorrhagia, migraine, pelvic discomfort and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-apr-2017: quality safety evaluation for product technical complaint company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and from the same year on she presented pelvic pain ("chronic pelvic pain") amongst additional non-serious events. The consumer underwent surgery to remove her essure coils four years after essure placement. After essure insertion, pelvic, back and uncharacterized pain may occur. In this present case, the event started shortly after insertion. Given event's nature, the close temporal relationship and absence of alternative explanation causality of essure cannot be excluded. This case was regarded as incident, since surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.